Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon receipt the trunk cable connector was broken on the electrode belt. The root cause for the broken connector cannot be positively determined but is likely physical abuse. No adverse event resulted from the broken connector. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the connector was broken on the trunk cable. The last pt to use this electrode belt did not report any problems.